Event description:
It was reported that the burr was stuck in the guidewire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, the burr could not be withdrawn and eventually found out that the burr was locked with the guidewire. Both were removed from the patient's body and completed the procedure with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a body of the guidewire was kinked measured 1-1.5 in and 2-16.5 in. Microscope inspection revealed the distal section of the guidewire was detached and did not return for analysis. Dimensional inspection of the total length of the returned guidewire was measured and 58.0 in of the remaining guidewire were detached and did not return for analysis. The media attached to the parent record shows partially the device and the burr but does not show any evidence of the reported issue. Based on the evidence, the as reported code of "guidewire burr stuck on wire" can be confirmed due to the observed detachment of the guidewire. The observed kinks on the body of the guidewire does not contribute to the reported issue.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a body of the guidewire was kinked. Microscope inspection on distal section of the guidewire was detached and did not return for analysis. The media attached to the parent record shows partially the device and the burr but does not show any evidence of the reported issue. Based on the evidence, the as reported code of "guidewire burr stuck on wire" can be confirmed. The observed detachment of the guidewire could have contributed to the reported issue. The observed kink on the body of the guidewire does not contribute to the reported issue.

Event description:
It was reported that the burr was stuck in the guidewire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, the burr could not be withdrawn and eventually found out that the burr was locked with the guidewire. Both were removed from the patient's body and completed the procedure with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that the burr was stuck in the guidewire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, the burr could not be withdrawn and eventually found out that the burr was locked with the guidewire. Both were removed from the patient's body and completed the procedure with another of same device. No complications were reported, and patient was stable post procedure.